Event description:
During the procedure, the distal tip of the trocar cannula broke off into the patient. The patient was opened and the tip was removed.

Manufacturer narrative:
The device was not returned to the company for inspection. However, digital pictures of the device were obtained. A company representative and a facility representative inspected the device on-site and agreed that it appeared as though the tip had been melted rather than fractured at the point of breakage. The resolution and clarity of the digital images returned to the company were not high enough to conclusively determine this.